Event description:
It was reported that the device restarted twice during in use on a patient. No injury reported.

Manufacturer narrative:
A service engineer was dispatched who could confirm the reported sporadic reboots upon logfile review and trace it back to the pcb that controls the therapy functions. The electronic device logfile was provided for analysis. The replaced pba therapy control unit m16.2 has been returned for investigation. It was possible to confirm the reported reboot both during testing the returned pcb and by logfile analysis, however it was not possible to determine the exact root cause. The reboot would incorporate a short-term outage of therapy functions for a maximum of 15 seconds and is accompanied by an alarm before the therapy is resumed with the last valid settings. The reported observations confirm that. The board was replaced on site and the device passed all consecutive tests and was returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted twice during in use on a patient. No injury reported.